Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. No further investigation is warranted at this time.

Event description:
It was reported that during a procedure using a suture needle shuttle, the tip of the needle broke off inside the patient. The needle tip was removed with graspers and the procedure was completed using a backup device. There were no patient complications reported as a result of this event.